Event description:
It was reported that the lead impedance had increased to as high as 2243 ohms and the thresholds have also risen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.